Manufacturer narrative:
(B)(4): the customer reported that there was no alarm function from an obtv unit when it shut down. Investigation showed that the hospital had installed 3rd party software that had changed monitor settings to automatically power down the monitor. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that there was no alarm function from an obtv unit when it shut down.